Manufacturer narrative:
The samples were investigated in more detail by using size exclusion chromatography (sec). Based on the results of sec serum fractionation, the measured troponin t hs value in the samples was considered to be a true positive. The presence of an interfering factor cannot be detected. It should be noted that the use of tnths in youths or children under the age of 20 years is not validated, and no cut-offs have been derived. The investigation did not identify a product problem.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 analytical unit serial number was not provided. The requested sample was received for investigation on 16-apr-2025. The investigation is ongoing.

Event description:
We received an allegation about a discrepant result not corresponding to the clinical status for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit. Result: 250 ng/l. The physician questioned the result and performed a sonography. The patient's sonography result was unremarkable (no findings).